Manufacturer narrative:
(B)(4). Approximate age of device - 28 days. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due to acute hypoxic respiratory failure, secondary to skh. Additional information was requested but was not provided.

Manufacturer narrative:
A direct correlation between the reported event and the device could not be conclusively determined. Respiratory failure, bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired due to hypoxemic respiratory failure with signs and symptoms of subdural hemorrhage on (B)(6) 2018. The cause of death was reportedly not device related. The patient was recently discharged on (B)(6) 2018 in usual condition. The patient started experiencing headaches that worsened throughout the day. The patient became weak and collapsed while at home. The patient became unconscious and the patient was rushed to the emergency room. The patient remained unconscious and unresponsive with fixed and dilated pupils and posturing. The patient had elevated blood pressure on (B)(6) 2018 with bilateral subdural hemorrhage and poor neurological status. The patient was unresponsive and withdrawal of care was determined. No neurosurgical intervention was made due to futility. The left ventricular assist system (lvas) was turned off and it was reported that the device will not be returned.